Event description:
The patient reported experiencing an occlusion event on (B)(6) 2026, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through self-administration insulin bolus via pump,, resolving the issue with no further complications.

Manufacturer narrative:
Name tandem street(B)(6) line 2 (B)(6) city (B)(6) state (B)(6) zip code (B)(6) based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380